Manufacturer narrative:
(B)(4). The stent remains in the vessel. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the saphenous vein graft (svg) to posterior descending artery (pda) after use of an unspecified device. The graftmaster stent was implanted, reducing the rate of extravasation, but not fully sealing the perforation; however, the perforation sealed itself without additional intervention. Additional surgical intervention was performed unrelated to the graftmaster stent. There was no reported adverse patient sequela related to use of the graftmaster stent. The patient has since been discharged from the hospital in stable condition. No additional information was provided.